Manufacturer narrative:
(B)(4). The lens was not implanted and therefore not explanted.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of an intraocular lens (iol) was sticking out. Additional information was received and it was learnt that the lens was partially inserted into the patient's eye and the lens was stuck in the cartridge. No patient injury reported and the patient is doing well. No further information was provided.

Manufacturer narrative:
The preloaded insertion system was returned for evaluation and the plunger component was observed in advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection was performed using microscope magnification and the lens of the preload system was observed stuck at the cartridge tip. The insertion device / user were able to advance the lens from the storage chamber to the lens cartridge and the lead haptic was observed unfolded. The reported complaint issue of lead haptic not folded was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no associated nonconformity reports with this production order number(po). A search on complaints revealed no other complaints were received for this order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/CAPA review, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.